Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4). And CAPA-010215.

Manufacturer narrative:
Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI: a complete UDI is unknown as product lot number was not provided. Phone: (B)(6). : manufacturer date is unknown as lot number was not provided device evaluation: the phaco tip, model opocr3021l, was examined and tested at the customer location by an jjsv field service specialist (fss). The fss repeatedly checked and tested the phaco handpiece, and the thumb key, mounting and tuning the tip, without detecting problems either for the breading of the hand, nor for the stick, which tightens perfectly, nor for the tip. The reported complaint was/ was not confirmed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the surgery center experienced a loose tip from the phaco handpiece. A description from the surgery center indicated during the phaco mode segment, the phaco tip loosened and detached from the handpiece. The phaco sleeve held on to the tip preventing any damage or consequence to operative eye. Attempts were made to have the tip returned for evaluation, but the surgery center indicated the tip will not be returned for further evaluation.